Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: the patient with deep vein thrombosis was scheduled for placement of an inferior vena cava (ivc) filter. The right common femoral vein was accessed and an inferior venacavagram identified the level of the renal veins and demonstrated the ivc to be widely patent. No aberrant venous anatomy was identified. The filter was then deployed in the infrarenal ivc without incident. A post procedure venogram demonstrated good placement of the filter with the ivc remaining widely patent. There were no complications. Image/photo review: as medical images were not provided, a review could not be performed. Conclusion: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. There was no specific deficiency alleged in the provided medical records. Therefore, the investigation is inconclusive for the alleged tilted filter and retrieval difficulties as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: - movement, migration or tilt of the filter are known complications of vena cava filters. - filter tilt, - filter malposition. Precautions: - procedures or activities that lead to changes in intra-abdominal pressure could affect the integrity or stability of the filter. Procedures requiring percutaneous interventional techniques should not be attempted by physicians unfamiliar with the possible complications. Complications may occur at any time during or after the procedure. Note: it is possible that complications such as those described in the "warnings", "precautions", or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported sometime post vena cava filter deployment, that the filter was tilted and embedded in the caval wall and an attempt to retrieve the filter was unsuccessful. There was no reported patient injury.